Event description:
Device 2 of 2; MFR reference report; 3006705815-2018-03513.

Event description:
Device 2 of 2; MFR reference report: 3006705815-2018-03513.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; MFR reference report; 3006705815-2018-03513. It was reported that the patient experienced stimulation at the wrong location. Reprogramming was attempted but it was unsuccessful. Fluoroscopy imaging was done and revealed no lead migration. As a result, the system was explanted.